Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Provided photos of explanted products have been reviewed. If revised, the femoral stem is not depicted. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to infection. Wash out performed. Staged for future prostalac. No surgical delay. Doi: unknown, dor: (B)(6) 2021, left hip.